Event description:
It was reported during a bladder neck suspension procedure, the anchor portion of the device became exposed inside the pt, causing laceration to the pt's labia. Both anchors were placed successfully. Following placement of the anchors, a portion of the pt's labia was sutured to heal. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. The co's follow-up revealed the physician experienced difficulty positioning the device for proper anchor placement. Therefore the co believes this event may have been caused by user technique rather than malfunction of the device.